Event description:
We were contacted by (B)(6) stating they had been called out to evaluate a cot that had been involved in an incident with a resulting injury. Multiple requests have been made to the user to obtain an incident report for further details. There has been no response from the user.

Manufacturer narrative:
The unit has been evaluated; however, an incident report was never provided. We are unable to determine if the incident was a result of a malfunction. We are reporting this incident due to notice being given that an injury may have resulted form the incident. Acknowledgment and/or details of an injury have not been provided by the customer.